Event description:
Along with thrombus, the patient was found to have ongoing inflow cannula malalignment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus and the report of a malpositioned inflow cannula could not be confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline (dl) severed approximately 8¿ from the pump housing. The distal portion of the dl was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal side of the flex section was returned attached to the inlet tube. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft hardware, bend relief hardware, 0.25¿ of the outflow graft bend relief, and bend relief collar were all returned unattached; however, the outflow graft and remaining portion of the bend relief were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen for patients using the device. Section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve. -position the inflow cannula parallel to the septum, oriented to the central lv. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02nov2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00846. It was reported that the patient underwent a pump exchange on (B)(6) 2021 from heartmate ii to heartmate 3 because of thrombus.